Event description:
The customer reported the subject device was exhibiting a leakage. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation (adhesive peeled off). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Upon inspection and testing of the device, the adhesive on the objective lens was found to be peeled off due to chemical or physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled adhesive could not be determined. Olympus will continue to monitor field performance for this device.